Event description:
It was reported that during a coronary treatment procedure to deploy a drug-eluting stent, crossing difficulties were encountered. The physician was unable to cross a lesion in an unspecified, tortuous coronary artery. When the physician retrieved the taxus stent in order to pre-dilate with a balloon catheter, he noted that the stent was damaged. He deployed another stent to complete the procedure. No pt injuries or complications were reported.